Manufacturer narrative:
(B)(4). Investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation of the ligator head found that there were six bands attached. It was noted that the ligator head teeth were damaged/bent. It was observed that the trip wire was kinked and not secured in the handle assembly when received, it was partially rolled in the handle assembly. Additionally, the slack on the trip wire was not removed. The suture hold was in good condition and no problems were noted. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly and the slack was not properly removed by rotating the handle. This condition could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and an inaccurate deployment of bands and causing more tension on the device, bending and damaging the teeth of the ligator head. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the device was tested first outside patient; however, the bands did not go off. Another two to three attempts were made inside the patient but still unsuccessful. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.